Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had a worn coupling head, vibration and a whistling noise when running. It was further noted that the bearings were worn. The assignable root cause was determined to be component wear due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the coupling head on the small battery drive device was worn and motor whistled when running. During in-house engineering evaluation, it was found that there was vibration with attachments when running. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.